Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer stated they would loaded a new cartridge at a later time. The customer's blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.